Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. No corrosion on battery tube noted. Unable to verify a17 alarm and unexpected restart test alarm due to blank display. Pump was received with a minor scratched display window and a cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump's battery cap had to be partially unscrewed for the battery to work. The customer stated that the issue began two weeks prior to the call. The customer also reported that the device's display would not return after the battery was changed. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.